Event description:
Related manufacturer reference# 1627487-2019-07890.

Event description:
Related manufacturer reference# 1627487-2019-07890. It was reported the patient underwent surgical intervention due to lead migration. During the procedure, the patient¿s leads were explanted and replaced with new leads. Postoperatively, effective stimulation was reported. Both of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-07890. It was reported the patient was receiving inadequate stimulation. An impedance check revealed impedance issues. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.